Event description:
Flow rate too fast. Fill volume 250 ml. Infused in 19-20 hours instead of 24 hours.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. It was reported that the pump infused too quickly. The pump from this incident was reported as available, but has not yet been received. Additional information on the incident has been requested. This complaint is under investigation.